Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow and contrast keypad buttons were unresponsive. There was no reported patient impact associated with this complaint. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4):the keypad was noted to be intact without peeling or visible damage. All of the keypad buttons had intermittent response and require multiple presses to evoke a response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation revealing contamination under the contacts of all buttons and misalignment of the contact button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).